Event description:
Boston scientific received information in (B)(6) 2009 that this health care professional (hcp) contacted boston scientific's technical services (ts) to request a longevity calculation. The estimated longevity was calculated at two to three years. Ts explained that the device's monitoring voltage was at 2.84 volts in (B)(6) 2009 which is well past the 32 month total implant months for the shortened replacement window advisory. The hcp contacted ts again in (B)(6) 2010 to request another longevity calculation. The estimated longevity was calculated at two to three years based on battery voltage. The hcp was informed that inclusion into the shortened replacement window advisory no longer applied. Additionally, ts reviewed elective replacement indicator (eri) values based on voltage and charge time. Subsequently, boston scientific received information in (B)(6) 2012 that this device was generating beeping tones. Ts recommended that the physician should be informed that the device was generating tones. In (B)(6) 2012, the local representative contacted ts to report that upon interrogation, the device had triggered eri in (B)(6) 2012 and that the patient was describing atypical beeping tones. Ts was informed that the physician had programmed the 'beep on eri' feature off. The next day, the local representative contacted ts to report that the device was at eol and was still generating beeping tones. The local representative was informed that eol was triggered in (B)(6) 2012 associated with a charge time of 37.7 seconds. The local representative mentioned that the device would not be replaced. The patient asked if pacing was available if a device failure occurred. Ts discussed the device's safety mode feature. The patient's ejection fraction has improved (ef) and the physician is reluctant to replace the device at this time. Subsequently, boston scientific received information that this device was explanted in (B)(6) 2012.

Manufacturer narrative:
The device was successfully interrogated at boston scientific's post market quality assurance laboratory. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy function.